Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death. However; there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The pdrn stated that the death was not related to the use of any fresenius product(s) or dialysis therapy. End stage renal disease patients have poor long-term survival rates with only 11% surviving past 10 years. The main cause of these deaths is cardiovascular disease. Coronary artery disease (cad) is highly prevalent in the population with 38% of patients being diagnosed with the disease. Esrd itself accelerates the progression of cad. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support that a patient on pd therapy passed away during use of a liberty select cycler. The pdrn was called for assistance to access the treatment record to see what time the patient connected to the cycler. Additional information was obtained through follow-up with the pdrn. The patient was at home in treatment with the liberty select cycler when they were found expired during an unknown phase of treatment. The cause of death is documented as coronary artery disease (cad). The patient also has additional cardiac comorbid conditions with congestive heart failure and hypertension with other significant conditions including diabetes mellitus type ii and hyperlipidemia. There was no reported issue with the liberty select cycler during treatment and it is stated that the death is not related to any fresenius device, product(s) or their dialysis therapy.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were visual indication of particulates under both pump door catch posts. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. There were no fluid leaks in the test cassette. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.